Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/30/2017 with the following findings: investigation revealed that the battery compartment was cracked. Unrelated to this issue, investigation revealed that the top of the keypad was peeling and the audio bolus button cover was missing. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was damaged. This report is made based on results of investigation completed on 01/30/2017.